Event description:
It was reported that during a procedure involving a sheath and a balloon catheter, a thrombus was observed after transseptal access. The thrombus was visible on the distal tip of the sheath under intracardiac echocardiography (ice) imaging. Heparin was administered after transseptal access but prior to the thrombus being observed. The thrombus was subsequently pulled into the sheath using a syringe via the sideport of the sheath, and everything was retracted into the right atrium. The case was aborted. The patient was under general anesthesia. The patient was monitored post-procedure and exhibited no symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 4fc12 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.